Event description:
It was reported that while in the cath lab, a male patient was prepped for the insertion of a intra-aortic balloon (iab). The physician accessed the left femoral artery and inserted a super arrow-flex (saf) sheath with dilator. He attached a blue one-way valve, vacuumed the balloon catheter twice inside of tray to wrap the balloon tightly. He grasped the catheter and removed it from the tray horizontally following the instructions for use. During insertion, the iab unwrapped right away. The physician tried to advance the balloon catheter, but it would not pass through the saf sheath. The balloon and sheath were removed together. A new kit of the same size was opened and a new sheath and balloon were used to successfully place the iab via the same insertion site. There was no reported patient death or injury. The patient required no medical/surgical intervention and delay in treatment was 10 minutes. The patient did not have any complications or excessive bleeding during the procedure and was reported as "fine".

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.